Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no device problems were confirmed. The downstream occlusion sensor/cassette detector was replaced as a preventive measure because of several alarms noted in the device event history.

Manufacturer narrative:
Other, other text: h2: see b3.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 device keeps alarming, no message. No patient adverse events reported.